Event description:
A report was received regarding a procedure to explant a prodisc c (c5-c6) due to osteophytes growing over the disc, resulting in loss of mobility. During the procedure, the tip of the vertebral body distractor broke while the surgeon was removing the disc. The broken tip was retrieved from the wound, and there were no other pieces retrieve. The prodisc c was removed and the patient was revised with a non-synthes plate. This is report # 1 of 2 for the same event.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record review and a product development evaluation were conducted. The received as condition of the device is noted as showing that the device is used, the instrument being over 5 years old. The tip sheared/broke off a few millimeters from the tip at the smallest cross-section. The jaw in question has a clean shear break running width wise along the jaw arm. There is no linear indentation on the jaw just around the fracture line indicating any appearance of abuse. The break in the jaw arm indicates that this part was likely loaded in a manner not typical during use in surgery. It is unclear, however, as to the cause of the breakage. Hardness was within specification at the time of manufacture. No irregularities were found during the device history record review.

Manufacturer narrative:
Device used for treatment and not diagnosis. The first approx. 4mm was broken off the female side of the distractor. This tip is also badly deformed; should be straight like the opposite side. The distractor corresponds to the drawings at the time of manufacture. The cross sectional height where the tip sheared off was measured and found to be confoming at 1,06mm the width is also ok, 3,00mm. The hardness of the instrument was measured at 49hrc at the time of manufacture but the investigation shows a hardness of ca. 52 hrc at the tips which would be out of tolerance. There has been no other complaints from this lot to date. Given the age of the instrument, over five and a half years old, and the deformity we conclude this complaint; that too much force was applied to the tip causing it to deform and eventually break.